Event description:
Seventy-one y/o white male presented to pcmh, after undergoing a rotational atherectomy with a rotoblator. The mid left anterior descending coronary was the site. The burr was noted to be making some unusual noise. The burr was removed from the pt using standard procedure and was found to be broken into two pieces. The pt recovered well from the procedure and was discharged to home 8/14/97.